Event description:
Hit their head [head injury]. Fainted [faint]. Delayed pseudo septic reaction [pseudosepsis] ([knee swelling]). Case narrative: initial information received on 11-feb-2020 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) male patient who hit his head, fainted and delayed pseudo septic reaction, while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with three series injection of hylan g-f 20, sodium hyaluronate, frequency three times (dose, batch, indication: unknown (information for batch number was requested) via intra-articular route. On an unknown date, after the third shot of hylan g-f 20, sodium hyaluronate, patients knee blew up (latency: unknown), fainted (latency: unknown), hit his head (latency: unknown) and reported to the hospital in an ambulance. Patient was diagnosed with a delayed pseudo septic reaction (latency: unknown). All the events were assessed as life threatening and resulted in hospitalization. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: recovering/resolving for all events. A product technical complaint was initiated and results were pending for the same.

Event description:
Hit their head [head injury], fainted [faint], delayed pseudo septic reaction [pseudosepsis] ([knee swelling]). Case narrative: initial information received on 11-feb-2020 from united states regarding an unsolicited valid serious case received from a physician. This case involves a 56 years old male patient who hit his head, fainted and delayed pseudo septic reaction, while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with three series injection of hylan g-f 20, sodium hyaluronate, frequency three times (dose, batch, indication: unknown (information for batch number was requested) via intra-articular route. On an unknown date, after the third shot of hylan g-f 20, sodium hyaluronate, patients knee blew up (latency: unknown), fainted (latency: unknown), hit his head (latency: unknown) and reported to the hospital in an ambulance. Patient was diagnosed with a delayed pseudo septic reaction (latency: unknown). All the events were assessed as life threatening and resulted in hospitalization. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: recovering/resolving for all events. A product technical compliant (ptc) was initiated on 12-feb-2020 for synvisc with unknown batch number and global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 01-mar-2020 follow up information received on 11-feb-2020 from other healthcare professional. Global ptc number added. Additional information was received on 01-mar-2020 from healthcare professional. Ptc results were added. Text amended accordingly.